Manufacturer narrative:
On (B)(4) 2014 the device was received at cook for evaluation. Our laboratory evaluation of the returned device confirmed that no section of the device is missing. We have notified the user that our laboratory evaluation confirmed no section of the device is missing. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence. Investigation evaluation: our evaluation of the returned product confirmed the report. The balloon was attempted to be inflated with a 60 cc syringe and an inflation handle. Water flowed out of the balloon at the distal end. The balloon would not inflate and would not hold pressure. The distal balloon joint was examined. The distal balloon joint had separated from the catheter. The proximal balloon joint was still attached. Examined under a magnification there is evidence of adhesive at the balloon to catheter joint. The balloon and balloon neck are intact. No part of the device was missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusive determine a cause. A possible contributing factor to balloon material failure is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to apply a lubricating agent to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advanced and balloon preservation. According to this report, the wire guide was placed down the channel of the endoscope and then the endoscope was removed and replaced beside the wire guide. The balloon was deflated and lubricated prior to placement. The balloon was then threaded over the wire guide and into the tightening/stricture at the cricopharyngeus. The instructions for use direct the user to lubricate the balloon and advance the device through the endoscope channel, advancing in short increments until the balloon is completely visualized endoscopically. The instructions for use do not include steps for using the balloon outside of the endoscope channel. The instructions for use advise the user that negative pressure is needed to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A balloon material failure can occur if the balloon is inflated prior to advancement through endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use state. "Maintain balloon deflation with negative pressure and introduce into the accessory channel of the endoscope, advancing in short increments until the dilator is completely visualized endoscopically. Monitor endoscopically until the balloon is in the desired position within the structure." The instructions for use contain the following warning: during dilation do not inflate balloon beyond the maximum indicated inflation pressure, as this could result in overextension of bursting of the balloon. The achieve increasingly larger balloon diameters, increase pressure as indicated on the catheter tag. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a failure of the balloon material. Prior to distribution, all hercules 3 stage wireguided balloons are subject to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Correction action: correction action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessement results as post market feedback continue to become available. Additional comments regarding this report: based on the info provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophageal dilation procedure, a cook hercules 3 stage wireguided balloon was used. The physician's resident was in control of the endoscope and the surgical technician was in control of the placement of the wire guide, balloon and inflation/ deflation process. The wire guide was placed down the channel of the endoscope and then the endoscope was removed and replaced beside the wire guide. The balloon was deflated and lubricated prior to placement. The balloon was then threaded over the wire guide and into the tightening/stricture at the cricopharyngeus. During inflation with sterile water at 2 atm (18 mm), the balloon moved proximally. The balloon was re-positioned at the stricture and then inflated to 6 atm (20 mm). Upon deflation, the surgical technician noticed the water returning was tinted pink. Upon removal of the balloon it was observed that it had ruptured. It was also observed the balloon was separated from the shaft and it was unk whether something was left inside the pt/ the rupture was thought to have damaged the esophagus causing some minor bleeding. The reporter later indicated that the bleeding seen was no more than the normal amount they see during flawless dilations, so no additional measures were necessary due to the bleeding. The reporter did not know if a section of the device remained inside the pt's body and indicated this is a matter of concern for them. The pt was monitored and discharged after the procedure with the precaution to return if symptoms worsened. A follow-up was done to request an update on the pt's condition post discharge. Info provided confirmed the pt has not reported any adverse affects since discharge.